Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us. The other xience pro is filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat concentric de novo lesions in the mid and proximal left circumflex coronary artery (lcx). The mid lcx was 80% stenosed with mild tortuosity, and the proximal lcx was 70% stenosed with mild tortuosity. A guide wire was advanced and pre-dilatation was performed at 12 atmospheres (atm). A 3.5x18mm xience pro stent was implanted in the mid lcx and then a 3.0x28mm xience pro stent was implanted in the proximal lcx, overlapping. During post-dilatation, a side edge dissection was noted where the stents overlap. Another xience pro stent was used to cover the dissection, resulting in timi iii flow. Patient was doing fine and no adverse patient sequela was noted. There was no reported clinically significant delay in the procedure. No additional information was provided.